Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 health effect - clinical code - 4581- was used as there is no code available for rumbling stomach.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient, on (B)(6) 2026, the patient experienced feeling unwell, ¿rumbling stomach¿, ¿internal bleeding¿, and was feeling tired. The patient was brought to the hospital by their wife and when a fingerstick was taken, the cgm reading was 4.8 mmol/l, and the blood glucose reading was 53.0 mmol/l. When ketones were tested these were 3.5 mmol/l. The patient was treated with unspecified intravenous fluids, potassium, and anti-nausea medicine. No further medication was reported, and the patient was discharged after spending 1 day at the hospital. The patient was asked to stay another day, but declined, and went home. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.